Event description:
The customer reported that the temperature of the ortho provue analyzer was out of specification. No error messages were posted at the time of the incident. The customer indicated that the issue had been occurring intermittently for the last week, particularly in the mornings. No erroneous results have been reported. A temperature out of specification, if undetected during testing may lead to erroneous test results.

Manufacturer narrative:
No definitive root cause was determined to date. An ocd field engineer (fe) had the customer reboot the provue computer. The fe visited the customer site, checked incubator temperature. The temperature was within specifications. The fe monitored the incubator temperature for two weeks, until (B) (6) 2009, and indicated the temperature was still within specifications. No repairs were needed. A review of the provue log files by ocd second level support (tac) revealed that the provue temperature did not post any error messages regarding the incident. The provue temperature for incubator #1 was frequently adjusting generally in the morning after the instrument had been idle for about an hour. The temperature returns to the appropriate temperature range prior to testing at the start of the run. All temperatures listed in the log post testing are within the acceptable range. Investigation is being performed by ocd and OEM for the provue. This customer has not logged any complaints against this analyzer since this incident. (B) (4).